Event description:
Two years after the infusion port tube was implanted into the patient, it was found that the tube was naturally broken in the body, and some remained in the left jugular vein of the patient.

Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to the product reference 5430095 cleared under #510k130576. Investigation results: we did not receive the complaint sample or the x-ray pictures for investigation. The batch number is unknown. Conclusion: without the complaint sample, the x-ray picture and the batch number for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will reopen this complaint. This is a rare incident. Catheter rupture is a known complication of the access port implantation. No corrective action is envisaged.